Event description:
It was reported that "approx 1 week post op patient was doing well. Tripped over pet at home. Subsequent onset of severe neck pain. CT showed total displacement of cervical plate construct top left screw was 100% displaced and lying parallel to anterior surface of plate. Plate and 3 screws were removed in second procedure."

Manufacturer narrative:
Additional information has been requested and, if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.